Event description:
The customer reported to olympus, during an unspecified procedure, the unknown vizishot2 needle came out of the catheter/sheath and would not go back in. The physician was able to retrieve the needle from the patient although the patient's airway was scratched while removing the needed. The needle was extended into the lymph node. Since the physician was unable to pull the needle back, the entire endoscope was removed from the patient with the needle sticking out in order to retrieve it. There was minor injury to the patient as the needle was taken out of patient, but there was no sustained bleeding afterwards noted and no other immediate injury. Model na-u401sx-4025n was selected as a representative for the reported device: vizishot 2.

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. The actual model number is unknown and was not provided by the customer. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results. This report has been submitted by the importer under this MDR report number 2951238-2022-00414.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's investigation. The device history records (DHR) for this device could not be reviewed since the serial number was not provided. Olympus ships devices manufactured according to all applicable procedures and meet final product release criteria. A definitive root cause was not identified. Based on the available information, the legal manufacturer suspects the probable cause was: removal of the scope without the needle returning. There is a possibility that the needle tube did not return because it came off the suction port. The instruction manual contains the following descriptions, and it warns against this event. ·do not coil the insertion portion with a diameter of less than 150 mm. Doing so could damage the instrument. ·do not insert this instrument when the endoscope is angulated. This could damage the endoscope and/or this instrument. ·do not force the instrument if resistance to insertion is encountered. Reduce the angulation of the endoscope until the instrument passes smoothly. Attempting to force the instrument could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the endoscope and/or the instrument. Olympus will continue to monitor field performance for this device.